Manufacturer narrative:
If additional info becomes available regarding root cause of the alarm malfunction, a follow-up report will be submitted.

Event description:
The respironics sales rep reported that the audible alarm would not sound during power on self test as specified. There was no pt involvement. A field service technician repaired the device on-site and replaced the keypanel assembly to correct the problem. The keypanel assembly was returned for evaluation. It was determined that the speaker wire had broken creating an open condition resulting in alarm failure.